Event description:
It was reported that a pump experienced system error 105. There was also be reported patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed unit received inoperable due to reported symptom of alarming system error 105 caused by a failed motor. Motor assembly was replaced.